Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt had stimulation in the wrong location. The stimulation was only in one of the pt's legs, not both. The health care professional (hcp) stated the event was attributed to lead dislodgment/migration. The device was reprogrammed on (B)(6) 2011, and the results were "good coverage." The hcp saw the pt 4 days after the reprogramming, and the hcp stated the pt had ineffective stimulation. The pt was trimming a bush and then the coverage was not effective. The hcp performed "complex" reprogramming, and the results were unk. There was no pt injury. The hcp was going to re-assess in 1 month whether the pt needed a surgical intervention.